Manufacturer narrative:
A ge representative performed an on site investigation. The malfunction as verified. Corrupted files on the hard drive was identified. Erased object files and reloaded cal files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported hat the 9600 system would not save new images and system failed to energize. There was no report of patient injury.